Event description:
Hamilton company was notified of an event in which a microlab at plus2 instrument missed pipetting rows. No death or injury is associated with this event. The reason for the late submission is time elapsed gathering info for MDR decision and MDR submission.